Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported from a literature review that while using bd vacutainer® urine analysis preservative tube, stability is only valid for 48 hours versus the 72 hours listed in the instruction for use(IFU) in an unspecified number of samples. There was no health impact or consequences reported.

Event description:
It was reported from a literature review that while using bd vacutainer® urine analysis preservative tube, stability is only valid for 48 hours versus the 72 hours listed in the instruction for use(IFU) in an unspecified number of samples. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. The device history records could not be reviewed as the lot number is unknown. The article does not allege a product deficiency. The articles evaluates the performance of bd vacutainer® plus urinalysis preservative (uap) tubes (ref no. (B)(4)) in maintaining urine stability for chemical strip analyses and particle counting. In the study, 275 pathologic urine specimens were analyzed after storage in bd vacutainer® uap tubes at room temperature and compared with refrigeration at 4 °c. Measurements were taken at 4, 8, 12, 24, and 48 hours using automated urine analyzers. The authors assessed multiple parameters, including chemical strip analytes (e.g., hemoglobin, leukocyte esterase, nitrite, protein, glucose, bilirubin) and particle counts (e.g., rbc, wbc, epithelial cells, bacteria). Results indicated that hemoglobin, leukocyte esterase, and protein analyses should be performed within 4 hours, while glucose remained stable for up to 48 hours under both conditions. Nitrite was preserved for 24 hours in bd vacutainer® uap tubes but only 8 hours under refrigeration. Bilirubin exhibited high fn rates even at 4 hours in both conditions. Particle counts showed significant instability: rbc and wbc were preserved for only 4¿8 hours, whereas epithelial cells were stable up to 8 hours. Bacterial counts were unreliable beyond 4 hours in preservative tubes. Th study claims stability up to 48 hours;. The study used pathologic urine samples, which are more prone to instability the authors concluded that preanalytical requirements for both chemical strip testing and particle counting in a single sample were not met under either storage condition. Bd¿s claim for 72 hours of stability assumes controlled storage conditions, such as protection from light and temperature extremes, which can significantly impact analyte preservation. It is incumbent on laboratories to validate their lab developed tests to ensure that the blood collection tube selected will work with their specific assay/instrument/reagent combinations and specimen storage conditions. This complaint has not been confirmed for a bd product defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.